Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, thrombus of the filter and inferior vena cava (ivc) requiring mechanical thrombolysis, failed retrieval attempt due to persistent thrombus of the filter, embedment of the filter hook into the wall of the ivc, and retained ivc filter requiring lifelong anticoagulation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile from (ppf) indicates that the patient underwent the unsuccessful attempt to remove the filter percutaneously three months and twenty-five days post implantation. The patient also reported to have blood clots, clotting and occlusion of the ivc, pain, anxiety and acute renal failure for hemoglobinuria. According to the ppf, the patient developed the acute renal failure subsequently to the thrombolysis. The patient was on pradaxa at this time. After the patient recovered renal function, the filter was attempted to be removed. During the removal attempt, it was noticed that the common iliac vein and multiple retroperitoneal collaterals were also occluded. It was stated that the physician did not feel comfortable placing a stent in the left common iliac vein due to the small size of the ivc below the filter. Afterwards, the patient was once again started on pradaxa and was to remain on anticoagulation medication indefinitely. According to the medical records, the patient had a history of deep vein thrombosis (dvt) and obesity. The filter was successfully deployed during the index procedure in the ivc below the renal veins without any reported difficulties. According to the discovery form, the ivc filter was implanted prior to gastric bypass procedure. The patient had a history of multiple deep vein thrombosis (dvt) in the legs and development of allergy to blood thinners.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes deep vein thrombosis (dvt) with allergy to anticoagulation and pre-op for gastric surgery to treat obesity. The filter was successfully deployed below the renal veins without any reported difficulties. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, thrombus of the filter and ivc requiring mechanical thrombolysis, failed retrieval attempt due to persistent thrombus of the filter, embedment of the filter hook into the wall of the ivc, and retained ivc filter requiring lifelong anticoagulation. Per the patient profile from (ppf), there was an unsuccessful removal attempt three months and twenty-five days post. The patient reports blood clots, clotting and occlusion of the ivc, pain, anxiety and acute renal failure due to hemoglobinuria post thrombolysis. The patient was on pradaxa at this time. The patient recovered renal function, and the filter was attempted to be removed. During the removal attempt, it was noticed that the common iliac vein and multiple retroperitoneal collaterals were also occluded. Afterwards, the patient was once again started on pradaxa indefinitely. The product was not returned for analysis and the sterile lot number provided is invalid; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported retrieval difficulty could not be confirmed. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Clinical factors that may have influenced any reported events include underlying patient co-morbidities, pharmacological and lesion characteristics. Renal failure, hemoglobinuria, pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that the patient underwent the unsuccessful attempt to remove the filter percutaneously three months and twenty-five days post implantation. The patient also reported to have blood clots, clotting and occlusion of the ivc, pain, anxiety and acute renal failure for hemoglobinuria. According to the ppf, the patient developed the acute renal failure subsequently to the thrombolysis. The patient was on pradaxa at this time. After the patient recovered renal function, the filter was attempted to be removed. During the removal attempt, it was noticed that the common iliac vein and multiple retroperitoneal collaterals were also occluded. It was stated that the physician did not feel comfortable placing a stent in the left common iliac vein due to the small size of the ivc below the filter. Afterwards, the patient was once again started on pradaxa and was to remain on anticoagulation medication indefinitely. According to the medical records, the patient had a history of deep vein thrombosis (dvt) and obesity. The filter was successfully deployed during the index procedure in the ivc below the renal veins without any reported difficulties. It was reported that a patient underwent placement of an optease vena cava filter. Subsequent information indicated that the patient experienced retrieval difficulty, thrombosis, clotting, inferior vena cava (ivc) occlusion, venous thrombosis, pain, anxiety, renal failure and hemoglobinuria after the implant. The indication for the implant was history of a deep vein thrombosis, (dvt), obesity and the patient was perioperative. The device was implanted via the right common femoral vein, just below the renal veins. A venogram performed just prior to device deployment showed a normal vena cava with no evidence of thrombus. It was reported that the patient developed a dvt in the left lower extremity at some point in the month following the implant month. The patient was started on coumadin. About 10 days later the patient returned to the hospital with progression of the dvt, which now involved both lower extremities and was in the filter and ivc. Mechanical thrombolysis was performed over the course of two days. The patient subsequently developed acute renal failure for hemoglobinura. Approximately three months later the renal function recovered and the patient had been on pradaxa, so it was decided that the patient was ready to have the filter removed. During the attempted retrieval thrombus was seen persisting in the edge of the filter, with recannulization of a thrombosed ivc, occlusion of the left common iliac vein, and multiple retroperitoneal collaterals. Attempts were made to snare the hook of the filter, but these were unsuccessful and it was clear that the hook was actually buried in the laminar thrombus on the ivc wall and would not be retrievable. The surgeon felt that they should not persist; he also did not feel comfortable placing a stent in the left common iliac vein due to the small size of the ivc below the filter; thus, the patient was restarted on pradaxa and will remain on anticoagulant medication indefinitely. The product was not returned for analysis and the sterile lot number provided is invalid; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported retrieval difficulty could not be confirmed. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Clinical factors that may have influenced any reported events include underlying patient co-morbidities, pharmacological and lesion characteristics. Renal failure, hemoglobinuria, pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
As reported by the legal team, a patient underwent placement of an optease vena cava filter on or about (B)(6) 2011. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, thrombus of the filter and ivc requiring mechanical thrombolysis, failed retrieval attempt due to persistent thrombus of the filter, embedment of the filter hook into the wall of the ivc, and retained ivc filter requiring lifelong anticoagulation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the device does not represent a device malfunction. Without procedural films for review, the reported retrieval difficulty and filter tilt could not be confirmed and the exact cause could not be determined. The reported event notes implantation of the filter on or about (B)(6) 2011; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Additionally, the timing and mechanism of the reported filter tilt could not be determined. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, plaintiff underwent placement of defendants' optease vena cava filter on or about (B)(6) 2011. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, thrombus of the filter and ivc requiring mechanical thrombolysis, failed retrieval attempt due to persistent thrombus of the filter, embedment of the filter hook into the wall of the ivc, and retained ivc filter requiring lifelong anticoagulation. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.